Event description:
On (B)(6), 2011, a doctor reported that a patient lost a sybronpro tl implant three (3) months after placement due to peri-implantitis and biomechanical overload.

Manufacturer narrative:
On (B)(6), 2011, a doctor reported that a patient lost a sybron pro tl due to peri-implantitis and biomechanical overload. The patient was wearing a full lower denture over the implant. It was possible that too much lateral force was being applied to the implant.

Event description:
On (B)(6), 2011, a doctor reported that a patient lost a sybronpro tl implant three (3) months after placement due to peri-implantitis and biomechanical overload.